Manufacturer narrative:
This complaint has been recorded under (B)(4). The cutter failed test cut. The cutter will need replacement. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the height of the blade is no longer suitable and there is a non-functional spring. No harm or delay reported. No other adverse event was reported along with this event. During inspection it was found that the cutter failed the test cut.